Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The issue was reported to philips because the customer needs information about (B)(4). It was clarified that the device has a red x and a loss/delay of therapy function. There was no report of patient involvement.